Manufacturer narrative:
Several contact attempts were unsuccessful. A concrete root cause could not be determined for the alleged light head fall. Based on this, no further action is required.

Event description:
Customer alleged the light head fell in the equipment room. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer alleged the light head fell in the equipment room. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).